Event description:
Report received of an overdelivery. During testing by the user facility, the device delivered a measured volume of 21.3ml from an expected delivery of 20ml. There were no reports of any adverse patient events while the device was in clinical use.